Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was dislodged and was not sensing p waves. It was also reported that the lead was capturing in the ventricle and that the atrial capture management algorithm was unable to run. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.